Event description:
The patient has a history of chronic neuropathic pain and had placement of a spinal cord stimulator. She felt this did not work and wanted it removed. Also complained of it shocking her after the battery had been recharged.